Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on 09-13-2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.